Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a patient death occurred. A taxus express2 stent was successfully implanted. One month post the stenting procedure, the original facility was contacted by another facility, located in a different city. The facility reported a patient death occurred. It is unknown what caused the death or the circumstances surrounding the patient's death. Additional information was requested, but not provided.